Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tip of a driver broke off in a closure top during final tightening and could not be retrieved. The tip remains attached to the closure top within the patient. The procedure was completed using the second driver in the set.

Manufacturer narrative:
The returned driver was evaluated. The tip was found to have fractured off; the complaint is confirmed. A CAPA investigation has been completed for this malfunction and a design enhancement has been made to reduce the occurrence of this malfunction. A review of the manufacturing records did not identify any issues which would have contributed to this event.